Event description:
"The customer complained that the ice block melt quickly." "Additional info received - 04/20/2015 - malfunction happened during pt treatment. Device continued to be used, ice block was gone by end of case. Customer is not having device fixed; but rather will buy another." (B)(4). (B)(6).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device (B)(4). A maquet field service technician investigated the unit and determine that during heating cycle the ice block melt extremely fast. After trouble shooting the technician believe the 3-way valve was defective. The customer decided not to repair the device. A supplemental medwatch will be submitted as soon as additional info becomes available.